Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cables for the radiofrequency head and stylus of the programmer was damaged and required repair. The company representative is working with the user to obtain replacement parts or have the device returned for service. There was no patient involvement.